Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from split tubing through valve (vl53d) to vacuum chamber (vc26). The fse cut and re-connected the tubing through vl53d to vc26 to resolve the leak issue, incomplete differential and retic results. The fse cleaned the drain ports and flushed the vent line tubing as part of preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported blue/green fluid leak from the coulter lh 780 hematology analyzer. The customer stated the instrument also generated incomplete differential and retic results on quality controls. The volume of the leak is unknown. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.